Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes on an event in (B)(6) as follows: it was reported that during surgery of a female patient the surgeon used the application forceps (329.317) for the rapidsorb cranial clamps (851.801.01s). When the surgeon began to stress the lower disc with normal strength two rapidsorb cranial clamps broke. The surgery was not prolonged however, there was no patient harm. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: we investigated the rapidsorb cranial clamps. The two shafts were first inspected visually before using the projector for magnification in order to see more details. It seems that the two shafts were intentionally cut after the surgical procedure. The kerfs of the shafts and the lower discs showed no anomalies. With the two upper discs it was noted that they couldn¿t grasp in the kerf of the respective shaft as the responsible small plates were broken. A closer view under the projector showed clearly that the small plates which are crucial for the tension were broken off. It is likely that products met the specification and that during the surgical procedure the upper disc was not well aligned with the lower disc and too much force was applied, leading to breakage of the small plates. No manufacturing related issue was identified and/or confirmed. Device broke during insertion; device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.